Event description:
Healthcare professional reported via nbir right side device migration/implant malposition and suspected/actual rupture. Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device migration/implant malposition, suspected/actual rupture.